Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. And the insulin pump alarmed compromised force sensor system. Customer reported and a motor position encoder error was found in the insulin pup alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however compromised forced sensor system during prime test at 4 lbs. And motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify motor position encoder error due to compromised forced sensor system noted.